Event description:
Customer reported experiencing an adverse reaction while wearing an adc freestyle libre sensor. Customer reported experiencing itchiness on the 3rd day of wearing the sensor, and noticing blistering and fluid on the 5th day. Customer removed the sensor on (B)(6) 2018 and self-presented to a hospital, where a pharmacist provided benadryl (antihistamine), polysporin (antibiotic) ointment, and an unspecified steroid cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Although sensors (B)(4) were mentioned in the case, extended investigation has been performed for the reported complaint and the mentioned serial numbers as well as an unknown serial number. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dhrs for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse reaction while wearing an adc freestyle libre sensor. Customer reported experiencing itchiness on the third day of wearing the sensor, and noticing blistering and fluid on the fifth day. Customer removed the sensor on (B)(6) 2018 and self-presented to a hospital, where a pharmacist provided benadryl (antihistamine), polysporin (antibiotic) ointment, and an unspecified steroid cream for treatment. There was no report of death or permanent injury associated with this event.